Event description:
Patient admitted to outside hospital with fever approximately 3 weeks post-melody implant. Two blood cultures positive for staphylococcus epidermidis. Patient treated with IV vancomycin and oral rifampin. Patient prescribed a six week course of antibiotics.device #1is this a laboratory device or laboratory test?no.